Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of treatments that are taking longer than expected. The patient discontinued treatment during drain 2. There were no reported alarms during treatment. A review of the patient¿s treatment records identified that the patient drained 7917 ml during drain 1 of the treatment. This drain volume is 360% of the patient's prescribed fill volume of 2202 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled to be returned for physical evaluation. There was no reported adverse event, serious injury, nor medical intervention during the initial call. The patient reportedly would utilize an alternate treatment plan. Multiple attempts were made to request additional information from the patient and their pd clinic, however, a response was not received.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of treatments that are taking longer than expected. The patient discontinued treatment during drain 2. There were no reported alarms during treatment. A review of the patient¿s treatment records identified that the patient drained 7917 ml during drain 1 of the treatment. This drain volume is 360% of the patient's prescribed fill volume of 2202 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled to be returned for physical evaluation. There was no reported adverse event, serious injury, nor medical intervention during the initial call. The patient reportedly would utilize an alternate treatment plan. Multiple attempts were made to request additional information from the patient and their pd clinic, however, a response was not received.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of treatments that are taking longer than expected. The patient discontinued treatment during drain 2. There were no reported alarms during treatment. A review of the patient¿s treatment records identified that the patient drained 7917 ml during drain 1 of the treatment. This drain volume is 360% of the patient's prescribed fill volume of 2202 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled to be returned for physical evaluation. There was no reported adverse event, serious injury, nor medical intervention during the initial call. The patient reportedly would utilize an alternate treatment plan. Multiple attempts were made to request additional information from the patient and their pd clinic, however, a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of treatments that are taking longer than expected. The patient discontinued treatment during drain 2. There were no reported alarms during treatment. A review of the patient¿s treatment records identified that the patient drained 7917 ml during drain 1 of the treatment. This drain volume is 360% of the patient's prescribed fill volume of 2202 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled to be returned for physical evaluation. There was no reported adverse event, serious injury, nor medical intervention during the initial call. The patient reportedly would utilize an alternate treatment plan. Multiple attempts were made to request additional information from the patient and their pd clinic, however, a response was not received.